Manufacturer narrative:
Findings: unit received with unresponsive act button due to flattened dome (nocrease). No cosmetic damage noted.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that she had an issue in pressing the buttons. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.